Event description:
It was reported that log files were submitted for a patient with known outflow graft stenosis. It was sent for monitoring purposes and no reported concerns. The log files captured routine events.

Manufacturer narrative:
Patient's gender was requested but it was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft stenosis could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing. The account reported that the patient had log files submitted for monitoring purposes of a known outflow graft stenosis. The submitted log file contained events from (B)(6) 2023 to (B)(6) 2023. The pump operated above the low-speed limit for the duration of the log file. There were no notable pump-related alarms or notable trends in flow over time. The log file appeared to show the system operating as intended. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.